Manufacturer narrative:
Edwards lifesciences was unable to perform due diligence efforts to retrieve the suspect device for analysis as there was no customer contact information provided in the voluntary incident report. The lot number was not provided thus a device history record was not reviewed. No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
Edwards lifesciences was notified via a direct voluntary incident report submission to the FDA that a customer experienced resistance with removal of a swan ganz catheter. Patient was repositioned which allowed the catheter to be removed smoothly. After removal, patient's blood pressure suddenly dropped and chest tube noted to have largely increased sanguineous output. Patient was awake throughout the event. Plans were made to go to the operating room. There was approximately a 3 x 2 cm defect in the anterior wall of the svc, just superior to the cavoatrial junction. The injury encompassed about 40% of the circumference of the superior vena cava (svc). The svc had been clamped for a few minutes and there was evidence of venous congestion in the innominate vein. Patch repair of large superior vena cava laceration was done. Patient proved to have tolerated the procedure satisfactorily. Patient was then transferred to intensive care unit. It was suspected that the swan had been looped by the suture at time of operation either in the svc or right atrium as this would leave a small defect in the wall. Patient experienced hemorrhage/bleeding, low blood pressure/ hypotension, lacerations, and death. Patient was undergoing removal of mitral valve nodule, a redo aortic valve replacement, and transesophageal echocardiogram central line insertion when issue occurred. The voluntary incident report did not include customer contact information, patient information or product information related to the reported event.